Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a primary implant procedure on patient's right hip, a stem was opened on the back table and loaded onto a stem inserter. Upon insertion of stem into femoral canal, surgeon noticed scratch-like marks on neck and trunnion of stem. The surgeon was concerned about the marks. Rep had another stem available and reports that there was no surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
An event regarding damage involving a citation stem was reported. The event was confirmed. A visual inspection was performed as part of a mar it indicated that: "the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The anterior and posterior surfaces of the stem are shown with scratches being observed within the posterior region. The superior and inferior surfaces of the trunnion are shown with scratches being observed. The hip was placed in the scanning electron microscope (sem) for further evaluation neck and trunnion region scratches." "Scratches were observed on the stem neck and trunnion regions. Eds showed the stem was consistent with astm f1813 alloy and the scratch region was consistent with a stainless steel material and the stem base alloy. No material or manufacturing defects were observed on the surfaces examined." No medical records were received for review with a clinical consultant. Review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined although it was indicated by the sales rep that "there is a possibility that the scratches were from insertion and surgeon stated as much during procedure". A material analysis review of the returned device indicates that "no material or manufacturing defects were observed on the surfaces examined". If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a primary implant procedure on patient's right hip, a stem was opened on the back table and loaded onto a stem inserter. Upon insertion of stem into femoral canal, surgeon noticed scratch-like marks on neck and trunnion of stem. The surgeon was concerned about the marks. Rep had another stem available and reports that there was no surgical delay and no adverse consequences to the patient.